Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4), record # (B)(4).

Event description:
It was reported that 4 hours after the initiation of intra-aortic balloon (iab) therapy on an acute myocardial infarction (ami) patient the iab optical sensor could not read artery pressure anymore. There was no alarm generated. An attempt was made to reposition the catheter, but the issue was not solved. The surgeon took arterial pressure from the peripheral artery instead to continue therapy. It was confirmed that the iab pump did not malfunction. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. Two kinks were found on the outer catheter tubing approximately 36.8cm and 76.2cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problems. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that 4 hours after the initiation of intra-aortic balloon (iab) therapy on an acute myocardial infarction (ami) patient the iab optical sensor could not read artery pressure anymore. There was no alarm generated. An attempt was made to reposition the catheter, but the issue was not solved. The surgeon took arterial pressure from the peripheral artery instead to continue therapy. It was confirmed that the iab pump did not malfunction. There was no patient injury reported.